Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose was 200-300mg/dl range with no signs or symptoms. This does not meet animas' criteria as a reportable adverse event. After troubleshooting, it was found that the basal rate setting and basal total daily dose did not match. The reporter stated that the pump was not suspended and no temporary basal rates were set. This report is made based on the allegation of history settings.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the complaint of inaccurate calculations. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. According to the basal history the basal settings were different on (B)(4) 2012. Pump was exercised for 24 hours on a 1 unit per hour basal program and the pump correctly calculated the total daily dose as 24.0 units.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.